Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during a bolus attempt. The customer stated that he went input a dose of insulin when the numbers kept scrolling on the screen. He removed and inserted that battery, and he reported that the screen locked up. He replaced the battery and the issue persisted. The customer's blood glucose was 140 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No frozen screens noted. No display ramping on its own anomaly was noted. The insulin pump has cracked case at the display window corners, battery tube threads, minor scratched display window and shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.